Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient side cart (psc) was not connected to the vision side cart (vsc). The site had restarted and reseated the blue fiber cable (bfc) with no change. System did not fully boot up. Technical support engineer (tse) had site disconnect the psc and it powered up normally. Tse had site do hard restart with no change. Site stated that the surgeon side console (ssc) 2 would not shut down with the system. Tse had site perform another hard restart with ssc 2 disconnected with no change. Tse had site power on the vsc in stand alone and it did not fully boot up. No logs were uploaded from the system. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse identified that none of the carts connected to the vision side cart (vsc) due to a faulty vsc common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue could not be confirmed via logs as this issue was not associated with an error code. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was connected to confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be a bricked ccc.